Manufacturer narrative:
Concomitant medical products: baxter 1000ml IV bag, therapy date: (B)(6) 2015. The customer¿s report of medication leaking from the IV set was both confirmed. Microscopic inspection of the set noted 2 adjacent, small, rough-edged tears in the tubing. The appearance and location of the tears (relative to each other) suggests that the tubing may have been clamped using forceps or other clamping instrument. Functional testing was performed and leaking was observed. The root cause of the tears is most likely damage caused by an instrument used to clamp the tubing.

Manufacturer narrative:
Concomitant products: pri tubing; sec tubing; central vascular line, therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a patient required blood cultures to be drawn because leaking had been noted from the silicone segment of the IV tubing during a tacrolimus infusion. The user clamped the central vascular line, replaced the IV set and the bag and continued the infusion.